Event description:
The doctor stated that the pt received a medpor midface maxilla implant in (B) (6) 2006. The doctor stated that the implant was covered during insertion. The doctor stated that one week after the surgery, the pt presented with an infection. The doctor stated that the infection was treated with local antiseptic and antibiotic. The doctor reported that the implant was removed in (B) (6) 2006.

Manufacturer narrative:
Following a review of the device history record, it was determined that all processes and test criteria are within the medpor implant finished product spec.